Event description:
It was reported that the device had a "cassette not attached" error. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Updated d4 model and d4 - primary UDI number. Updated d3 - manufacturing plant address. Updated, g4 - PMA/510(k). D9: date returned to mfg; 1/16/2025. One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. The cause of the reported issue was due to downstream occlusion sensor. The downstream occlusion (dso) sensor was replaced to correct the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.